Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during the PICC catheterization process, when preparing to pass the guide wire through the tearable puncture sheath, it was found that the front end of the tearable sheath had been bifurcated, and product quality problems were suspected.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of introducer damage was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4.5fr microintroducer dilator/sheath assembly. The sample was received assembled, with the dilator inlaid through the sheath. Use residues were observed on the sample. A kink was observed in the sheath near the distal end. The tip of the sheath appeared deformed. Microscopic inspection of the sheath confirmed deformation throughout the distal tip. Multiple splits were observed and regions of the material flared outward. Material buckling was observed at the distal tip and at the kink site. The buckling and kinking were consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a sharp angle, through a too-small incision or due to a rough transition between the sheath and the dilator. The use residues and extensive deformation prevented conclusive examination of that transition. Consequently, this complaint is inconclusive at this time.

Event description:
It was reported that during the PICC catheterization process, when preparing to pass the guide wire through the tearable puncture sheath, it was found that the front end of the tearable sheath had been bifurcated, and product quality problems were suspected.